Event description:
Following bilateral total hip replacement surgery, sd experienced excruciating pain and difficulty walking. An MRI on (B)(6) 2009, showed large bilateral fluid collections. She had revision surgeries to replace the defective depuy pinnacle and acetabular cup and depuy pinnacle metal inserts on (B)(6) 2009. As a result of alval, there was extensive inflammatory and destructive involvement of all periarticular tissues. She was also found to have an allergic reaction to the nickel and cobalt resulting in a prolonged rash. Dates of use: (B)(6) 2009. Reason for use: end stage osteoarthritis both hips.